Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Noise was reported relative to the subject atrial lead. After implanting the ventricular lead and unsuccessfully attempting to implant an first atrial lead due to noise, the subject atrial lead was positioned in the right atrial appendage. However, lead tests were unsuccessful due to noise. The atrial sensitivity of the psa was changed from 1.0 mv to 2.0 mv; then, no noise was observed and the lead measurements were successfully obtained. As the lead measurements were satisfactory, it was decided to fix the subject lead. After checking again the ventricular lead, the subject atrial lead was dislodged. Another atrial lead was implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Noise was reported relative to the subject atrial lead. After implanting the ventricular lead and unsuccessfully attempting to implant at first atrial lead due to noise, the subject atrial lead was positioned in the right atrial appendage. However, lead tests were unsuccessful due to noise. The atrial sensitivity of the psa was changed from 1.0 mv to 2.0 mv; then, no noise was observed and the lead measurements were successfully obtained. As the lead measurements were satisfactory, it was decided to fix the subject lead. After checking again the ventricular lead, the subject atrial lead was dislodged. Another atrial lead was implanted.